Event description:
Pt implanted with (B)(4) system in (B)(6) 2012. The bottom left locking cap was noticed as loose and not seated in the polyaxial screw body. Reportedly, the pt did not experience any physical pain. Pt was revised and all screws and rods were removed and replaced with (B)(4). During the revision surgery it was also noted that the lower locking cap was loose in the polyaxial screw body. This is the 2nd of 6 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn. Review of the mfg records has been requested.